Manufacturer narrative:
Submit date: 1/13/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had and issue with a dental needle. The customer reports the needle broke off in the pt, and was difficult to remove.